Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had surgery on (B)(6) 2015 after a gynecological procedure, the sutures were seen at the vaginal cuff during the vaginal exam. The patient is having constant vaginal discharge and odor since (B)(4). Retained sutures were seen at vaginal cuff/apex. Patient had some of the sutures removed in the office . The surgeon expected absorption time to be 3 months.